Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and diminished sensing. A lead dislodgement is suspected. A lead revision procedure was completed to reposition the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.